Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 1.2 inr , qc 2: 1.2 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the laboratory method using neoplastin reagent by stago. At 8:26 am the result from the meter was 3.7 inr. Within 1 hour the laboratory result was 2.6 inr. The customer's therapeutic range is 2.0 - 3.0 inr. No actions were taken based on the result from the meter. The laboratory result was deemed to be correct. There was no allegation of an adverse event. The customer has no hematocrit concerns, does not have antiphospholipid antibodies, is not on any other blood thinners, no changes in their coumadin dosage, is on no new medications, has had no changes in diet, no additional illnesses, an no abnormal bleeding or bruising. The customer did have a cough and a stuffy nose. The customer did state they have a diet of minimal vitamin k. The customer's meter and test strip have been returned. Replacement products were sent.